Event description:
During follow-up, multiple inappropriate defibrillation therapies were provided due to noise on the right ventricular lead. The physician alleged that the noise was due to interaction with an inactive lead. Additional surgery is anticipated to remove the lead, but has not yet been confirmed. The patient was in stable condition.

Event description:
A revision procedure was attempted, but it was not possible to extract the lead. The lead remains implanted and inactive. The patient was in stable condition.